Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 500 mg/dl at the time of the incident. Customer¿s treatment was unknown. Customer was using insulin pump system within 48 hours. Customer was using auto mode feature at the time of incidence. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.